Manufacturer narrative:
This product has not yet been returned for analysis. This report will be updated should the product be returned and analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. All other rv lead parameters were within acceptable range. Noise was able to be reproduced with provocative maneuvers. Surgical intervention was later performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported. Additional information has been requested. At this time, no further information is available. This report will be updated should additional information become available.